Event description:
A customer reported the adc meter does not start after the blood glucose sample is applied. As a result of the customer being unable to monitor their blood sugar, the customer went to the hospital due to symptoms of "feeling really sick" nausea. Dizziness, and increased thirst. A blood glucose of 442mg/dl was obtained on the hospital meter and the customer was treated with insulin (dose unknown) and "pills" and for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs freedom lite meter was reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report for brand name. The section was incorrectly documented in the 30 initial report and now has been documented with the correct brand name.

Event description:
A customer reported the adc meter does not start after the blood glucose sample is applied. As a result of the customer being unable to monitor their blood sugar, the customer went to the hospital due to symptoms of "feeling really sick" nausea. Dizziness, and increased thirst. A blood glucose of 442mg/dl was obtained on the hospital meter and the customer was treated with insulin (dose unknown) and "pills" and for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter does not start after the blood glucose sample is applied. As a result of the customer being unable to monitor their blood sugar, the customer went to the hospital due to symptoms of "feeling really sick" nausea. Dizziness, and increased thirst. A blood glucose of 442mg/dl was obtained on the hospital meter and the customer was treated with insulin (dose unknown) and "pills" and for hyperglycemia. There was no report of death or permanent injury associated with this event.